Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had battery malfunction.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a battery issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6,b7, d10, h6. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed that the battery icon was not blinking after plugging the unit into a wall source. The fse noticed that the unit was not fully inserted into the cart. After firmly pushing the console into place, the battery charging process resumed and functioned properly. The unit was then ready for clinical use.